Event description:
Weld error discovered on lower rail.

Manufacturer narrative:
Second occurence of weld error reported. Reported by a dealer. Weld error occured on lower rail of double rail system. Initial report on 01/07/2026 did not appear reportable as there were no anticipated health consequences from malfunction. Further investigation undertaken on 01/21/2026 discovered that malfunction was reportable. Containment: third party inspections currently in place corrective actions initiated,